Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact on the customer's blood glucose level. The customer followed instructions from technical support to inspect and clean the pump components, including the o-ring and pneumatic tap area. Ultimately the pump was replaced.